Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation, placement technique, interactions with other products, product size, and accessory device support. Though cause for the failure to advance and stent dislodgement cannot be determined without a returned product, there are no indications of any product deficiencies which could have contributed to the difficulties experienced.

Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; stent compressed in vessel wall. Device issue: stent dislodgement. It was reported that an attempt was made to stent a 99% rcx stenosis with a 2.5 x 23 xience stent, after predilating with a 2.0 x 20 and 2.5 x 20 rx-voyager; however, the xience stent could not reach the stenosis. The xience stent delivery system (sds) was attempted to be removed; however, before tracking into the guiding catheter, the stent dislodged from the sds and remained in the left main. An attempt was made to retrieve the stent with a 1.5 voyager balloon, but was unsuccessful; therefore, another company's 3.5 x 12 balloon and a 3.0 x 20 voyager balloon were inflated in a kissing balloon technique in the left main to compress the xience stent into the vessel wall. Another attempt was made to reach the lesion with another company's stent; however, it would not cross the lesion. The procedure was stopped. No additional event or pt info is available.